Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2023 and suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery . Changed another one to continue the surgery, there is no report on patient's injury. Upon receipt and analysis, it was noted to have the needle and suture separated.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the surgeon refused to use the remaining 34 sterile products from the same lot and they will be returned for analysis. No additional information could be provided. Notifed, quantity to be returned changed from 36 to 2. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that was received one suture with a winding former that pertained to product code. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.